Event description:
It was reported the screen is blank and the programmer won't boot up. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the screen is blank gray then stuck on the please wait screen. Analysis also found the system fan is noisy. The printer speed control buttons are intermittent; printer cable found out of electrical specification.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).